Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem¿s t:slim user guide describes how to remove air from the cartridge using the syringe. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 468 mg/dl and it was addressed with a manual injection/correction bolus. During troubleshooting with tandem's technical support, it was noted that there was air bubbles. The customer primed the tubing to remove air. Reportedly, the customer did not perform the air extraction technique when filling a cartridge with insulin. Also, it was noted that the customer did not deliver a bolus for breakfast.